Event description:
It was reported that the patient received shocks several months ago but did not seek immediate medical care. At follow-up, high impedance out of range was observed. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis found a fracture at 22.2cm from the connector pin. This damage could caused the reported impedance anomaly.